Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that a capacitor, designator c76, on the digital pcb assembly had shorted and burned. This resulted in the depletion of the device's internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on when prompted. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display and would not power on when prompted. There was no patient use associated with the reported event.